Event description:
A leak was observed at the fill port of a large volume infusor device. This occurred after filling the device with solution and prior to patient use. No additional information is available.

Manufacturer narrative:
(B)(4). The device was manufactured may 5, 2015 to may 6, 2015. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). (B)(6). Should additional relevant information become available, a supplemental report will be submitted.